Event description:
The pt underwent a pump replacement for normal end of service on the pump. A catheter revision was done at the same time due to a suspected catheter fracture. The old catheter was removed and replaced with another manufacturer's catheter. The medication being delivered via the device system was morphine. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis included the proximal catheter piece 15.2 cm and a 8575 pump connector revealed no significant anomalies. The catheter was partially occluded with dried blood/drug.